Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the second intuitive surgical inc. Core controller (icc) material number 651430-07 was returned for failure analysis (fa) and the reported issue was confirmed but not replicated. A system logs were reviewed and found an error indicating the failure occurred in the field. Upon visual inspection, no issue was found that related to the reported issue. The icc was installed on a golden system. The unit was able to be programmed; power cycled 10 times and idled for 20 minutes with no errors noted. The fse replaced the core and failure analysis was completed. Logs showed an error indicating an out-of-range voltage on channel 0, indicating an icc error, confirming the event happened in the field. Upon visual inspection there were no issues found that would be related to customer issue. The unit was installed on a golden system, where the reported problem was replicated in the system. Fa was able to identify OEM device controller (odc) node on the icc board as the cause of the issue.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Upon initial arrival to the site the fse was unable to duplicate the reported system error. The intuitive surgical inc. Core controller (icc) was replaced, and no further issues were found. However, after the system had been running for approximately 20-30 minutes the system experienced the reported non-recoverable error fault. The fse contacted dvstat and after further troubleshooting it was recommended to replace the icc again, and if the reported issue persisted replace of the core. The fse performed a second icc replacement and ran the system for a least one hour with instruments docked to simulate a case set-up. No errors were noted. The system was tested and verified as ready for use. The fse returned to the site and replaced the core. The first intuitive icc material number 651430-05 was returned for failure analysis (fa) and the reported issue could not be replicated. However, system logs were reviewed and an error was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that related to the reported issue. The icc was installed on the golden system, and the system powered up without any errors. All universal surgical manipulators (usms) were tested and functioned smoothly. Video was tested and resulted in good imaging, and audio was tested with clear sound. The golden system was set to run 10 power cycles and to sit idle for 45 minutes. Once testing was completed, the system error logs were inspected, but no error code could be identified. This icc was fully functional, and fa was unable to verify the complaint. Intuitive has not received the second icc material number 651430-07 to perform fa at the time of this report. A system log review was performed and showed an error indicating an out-of-range voltage value was read from a board adc register.

Event description:
It was reported that prior to the start (post-anesthesia and port placement) of a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error occurred after the system was powered on for about 30 minutes. After the customer performed two power cycles, the system booted up normally for a short time before the error appeared again. The tse had the customer perform a hard power cycle, but the issue persisted. The tse advised the customer to use another vision side cart (vsc) to continue with the procedure. The procedure was aborted after port placement since the surgeon determined that the procedure could not proceeded after speaking with isi customer service.